Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when inserting the intubation video endoscope into the tube, streaks in the image display on the c-mac monitor and image dropouts occurred. Procedure was not completed and bronchoscopy delayed, a second bronchoscope had to be organized to finish the broncheoalveolar lavage.

Manufacturer narrative:
Additional information is provided to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was found to be fully functional, with no detectable damage. The most likely root cause of the reported issue is that the plug was not properly connected to the monitor. The procedure was completed successfully without any harm to the patient. The doctor/user switched to a different device, allowing the operation to proceed without further issues. Consequently, the reported issue does not meet the criteria for a serious incident and is therefore it is not reportable. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction isn made in section h11 to reflect that this event is not a serious injury. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
When inserting the intubation video endoscope into the tube, streaks in the image display on the c-mac monitor and image dropouts occurred". Procedure was not completed and bronchoscopy delayed, a second bronchoscope had to be organized to finish the bronchoalveolar lavage. Therefore this case is reportable.

Manufacturer narrative:
Additional information is provided in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information was provided that no death or (unanticipated) serious deterioration in state of health reported.